Manufacturer narrative:
Continuation of d10:product ID 97755. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) serial number (B)(6) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt believed their whole unit was wearing on them and the pt called earlier this year to get their equipment checked out. Pt noted they called because it was not working right and a lady met at their pain clinic who then went over their unit and stuff to reset the controller for they reprogrammed and troubleshooted. About a year ago the  recharger (rtm) plug that plugged into the controller was falling out on its own, pt had to keep reinserting the rtm into the controller and if they did not hold the rtm in the controller it would not recharge. Pt noted they did not think they had an issue plugging the ac power supply into the controller. Then about 2 months ago when attempting to recharge their ins the controller would black out and would say call medtronic for service (pt did not know specific error). During call pt verified no damage to the rtm, when examining the controller charging port pt said 2 of the pins were bent upward. The issue wasnot resolved. It was also noted that starting about 2 years ago the recharger (rtm) pad started to heat up and still did it once in a while, when they first got the rtm it did not do that. No symptoms were reported.